Event description:
It was reported that a homechoice (hc) device experienced an unknown alarm. The patient was not connected at the time of the alarm. This occurred at an unknown step in therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation, however the customer did not wish to pursue an evaluation. Event history log review verified the event. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.